Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated that the upper and lower gi surgery did affect the implant, but the effect on the implant was unknown. When asked to clarify the statement regarding the device not working, and if this was regarding therapy/symptoms control, device malfunction, stimulation output, etc., they wrote "yes called my therapy". This was not due to normal battery depletion. The cause of the device not working was not determined but was most likely due to their surgery. The issue was not yet resolved. They wrote "after surgery, my control just kept getting worse. Now I have no control. Going to see doctor 5/17/2023. I shut it off before surgery, turned back on after surgery was done".

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the interstim therapy had been working well for them up until close to 2 weeks ago when they experienced a sudden loss of therapeutic effect. The patient is not getting any bladder control and its as if the device has quit. Patient is back to baseline symptoms and having to use pads again. Patient turned therapy off and back on again and could feel stimulation. Patient also tried increasing stimulation and changing through multiple programs. Patient mentioned they had an upper and lower gi done with biopsies taken in their colon and patient wondered if this could be a potential cause of the problems. Patient also has colitis which has not acted up in years but now is again. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.